Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, information not provided. Lot number: unknown, not provided. Expiration date: unknown, as lot number was not provided. Device manufacture date: unknown, as lot number was not provided. Product evaluation: the complaint unit was discarded; no product will be returned. No product evaluation could be performed. The reported complaint could not be verified. Manufacturing record evaluation: per the initial report and follow-up in complaint folder, no lot number was provided. Manufacturing record review was not available. Complaint occurrences per lot/batch complaint data was trended in previous 12 months by the product family with the criteria: reported patient problem code: skin affected, the search result found only the objective complaint was reported in previous 12 months. Based on the historical complaint review, there is no indication of a product malfunction. Conclusion: the result of the investigation found no indication of a product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received from a consumer who used complete to disinfect and clean their contacts, and the product left their hand with a chemical burn. She used an aloe plant to try to heal it. Further information provided stated the bottle was opened around a month ago. After using the product, the consumer experienced redness and burning in the left hand that appeared like a chemical burn, with little spots that looked like blisters. She noticed her hand wasn¿t healing and concluded that it was the complete solution that had caused the reaction, therefore, she stopped using the product. She saw a doctor for this issue. After telling the doctor all the products she uses daily, the doctor concluded that it was our product that caused the reaction to her hand. The doctor gave her an ointment, a shot, and allegra (allergy medication). Her hand is healing, but not yet fully healed. The complaint unit is not available for testing as the consumer discarded it. No additional information was provided.